Event description:
The patient reportedly developed a hematoma at the implant site. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.